Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version: 1.2.0. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. The logs indicated continuous infrared interference errors while the screws were being put in. For each instance of this error opticallocalizerservice issued a camera warning for each tool. The errors got so bad that after 22 minutes the opticallocalizerservice timed out and re-initialized the camera communications. These errors may have contributed to the issue experienced during the case. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a spinal fusion case from l3-l5, when putting in the last screw the awl tip tap model seemed like it was "floating" medial to the plan. The screw was misplaced. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Updated with additional information received: a medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: there was no delay to the procedure and no reported impact on patient outcome.